Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The device was repaired to specifications and returned to the user facility. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records indicated that there was no repair records over the past year. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation; therefore, the exact cause of the reported malfunctions could not be conclusively determined. Since it has been over 6 years since the manufacturing of the subject device, the potential cause of the reported scope socket damage (190 series scope not recognized) is due to age deterioration. Alternatively, it is likely that the socket was damaged by the user connecting to the output connector by forcing the scope forcibly. As stated on the IFU (instruction for use) and as a preventative measure, the IFU states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced light source was returned to the service center for evaluation. The reported issue was confirmed as the device would not recognize 190 series endoscopes which was due to a damaged scope socket; unable to completely plug in scope connector. Additionally, found damaged front panel and corrosion in the air tubing and pump. A non-olympus lamp is almost expired (495hrs) and light output below specifications. The repair is pending. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the biomedical technician that the evis exera iii xenon light source reportedly would not recognize 190 series endoscopes during preparation for use. Another light source was brought into the room and was used to completed the intended diagnostic procedure with no issue. No patient involvement or harm was reported.